Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic total hysterectomy procedure, the device was difficult to toggle. The handle would pass the needle appropriately 2-3 times then the needle would become dislodged in the abdominal cavity causing the surgeon to have to cut the suture out and begin again. It was retrieved using laparoscopic graspers. There was no patient injury.